Event description:
The customer reported the device went vent inop. The customer reported the ventilator was in use and there was no patient harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. The manufacturers field service engineer (fse) replaced the data acquisition pcb to motor controller pcb board cable to address the reported problem.

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 02/17/2015 conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).